Event description:
The field engineer reported that the system locked up and required a reboot to regain system functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the generator interface board was replaced as a precautionary measure.